Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this device exhibited right ventricular (rv) noise which was oversensed, causing pacing inhibition of greater than two seconds. This patient could not recall any procedures on this day. Technical services (ts) discussed confirming the settings at the original defibrillation threshold (dft) testing at implant, if dft was performed, and programming optimization with the field representative. An additional episode occurred in which very fine rv noise was observed. Ts noted that it did not appear to be a lead integrity issue and could be very fine myopotential oversensing. Ts discussed trying to reproduce the noise. The rv lead measurements had been very stable for the past six months. This device remains in service. No adverse patient effects were reported.